Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at night the patient feels a sensation in their chest since implant. The sensation happens when the patient is lying flat on their back or left side, and it prevents the patient from going back to sleep after waking up for something. It was noted that the left ventricular (lv) lead vectors had high thresholds. Reprogramming the lead seemed to reduce the sensation, but it was not completely gone. The lv lead remains in use. No further patient complications have been reported as a result of this event.